Event description:
No cross form stated that the struts of one resolute integrity stent (2.50mm x 30mm) were damaged with minimal disruption to the stent struts. The stent was replaced with a new stent. The patient is well and there were no adverse events.

Manufacturer narrative:
Evaluation codes: results/ conclusions: inherent risk of procedure ¿ (deformation), device or procedural images not provided for review, unable to confirm complaint . (B)(4).